Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was leaking from the tubing of a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for tubing leakage with the incident lot was observed as a cut in the tubing was identified. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for tubing leakage with the incident lot was observed as a cut in the tubing was identified. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.